Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage and stent explant occurred. The target lesion was located in the proximal right coronary artery. After the non-bsc buddy wire and the choice pt extra support guidewire crossed the lesion, a 3.00x20mm synergy ii drug-eluting stent was advanced and deployed at 11 atmospheres. When the physician attempted to pull the non-bsc buddy wire, it would not move. It was trapped behind the stent and the physician could not pull it out. The physician then pulled the choice pt guidewire and the stent delivery system completely out from the patient. When pulling on the non-bsc buddy wire, it was noticed that the distal end of the stent struts started to compress upon themselves. At that point, the patient was sent to surgery. The stent and the non-bsc buddy wire were removed and a by-pass procedure was then performed. No patient complications were reported and the patient's status was fine.